Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient did not know if they were having trouble with the stimulator but their whole right side suddenly has spasms. Patient just got the left side implant recently. The left side stimulation was off and the ins battery is dead. The right side says it's low. Patient stated they charged yesterday but did not get any boxes, further stating they had not got any boxes since they got it implanted. Patient stated they charge every day until the battery is full. Patient noted that they normally charge when the battery is 3/4 full. Patient rotated the antenna dial and that did not help, patient moved to charging on the skin instead of over shirt. Patient did the antenna locate (al) and it went from 42 to 58 and then they got 6 boxes filled in. Patient was advised to call charge until the ins on the left is at least a 1/4 full and then they can turn stimulation on, and that once the left side is charged, patient was going to need to charge the right side. Patient called back needing help turning stimulation back on, patient was able to turn back on one side but still needed to charge the other ins. No further patient complications were reported/ anticipated as a result of this event.